Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-02579 which was submitted on (B)(6) 2020. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code, e212 (the internal buffer write error occurred, because the circuits around the internal buffer is damaged) was displayed on the monitor of the subject devise at the unspecified timing. Those phenomenons were sometimes the images had been saved and sometimes not, and some images had been partly overwritten with other images. There was no patient injury associated with this report. It was not provided other detailed information.